Event description:
Boston scientific received information that during a routine clinical follow-up, loss of capture, oversensing, high pacing thresholds and inappropriate shocks, were all observed with this implanted system. The associated right ventricular (rv) and right atrial (ra) leads were both noted as competitor products. A revision procedure was then performed at which time the physician observed a loose header, resulting in product removal. The rv and ra leads were also removed and another system implanted in the absence of adverse patient effects. The device is intended to be returned for a post market evaluation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed at which time engineers confirmed several fractured header wires. A review of the devices memory log found open right atrial and shock impedance measurements, while the product had been implanted. Additionally, the device had recorded over 16,000 episodes. Analysis of the returned product confirmed a loose header which likely caused or contributed to the reported clinical observations. Boston scientific has made improvements to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.